Event description:
It was reported that the device failed to deflate. There was no damage noted to the packaging and no difficulty removing the product from the hoop. There was no difficulty removing the balloon sleeve, stylet or any of the sterile packaging components. There were no anomalies noted during the prep of the device and no kinks were noted prior to inserting the device into the pt. The target lesion was the right anterior tibial artery. The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. An antegrade approach was made with a sheath introducer. The guidewire was advanced to the target lesion without difficulty. The device was then delivered to the lesion without difficulty and inflated for pre-dilation. However, after initial dilatation it failed to deflate. The physician managed to deflate the balloon fully by repeating inflation and deflation and the device was easily removed from the pt. The device was inserted ito the pt once and was never in an acute bend. There were no kinks noted. Another device was used to complete the procedure successfully. There was no pt injury reported.

Manufacturer narrative:
Sample receipt is pending.